Event description:
It was reported that the patient presented to the hospital for a scheduled implantable cardioverter defibrillator change procedure. Upon examination, it was found that the device was unable to be interrogated. The device was explanted and replaced successfully. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.